Event description:
Pt was revised to address knee pain. Poly wear and osteolysis were discovered intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported pain. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be rec'd, the investigation will be re-opened.